Manufacturer narrative:
The lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow-up visit, there was oversensing seen on non-sustained tachycardia episodes with the patient's right ventricular (rv) lead. Because of this, high-rate detections were programmed off pending a further evaluation. About three weeks later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary : the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.